Event description:
The company received a report where it was claimed that the tube developed a cuff leak during patient use. The end clinician was notified of this from a alarm event on a unspecified monitor. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Applicable 510k# for u.s distributed part is k871204. The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.